Event description:
It was reported that the device went into backup vvi mode during a cyber security firmware update. The device was restored and the update was attempted again with same results. The device was restored for the second time and the update was not attempted again. The patient was asymptomatic.